Event description:
It was reported that this right ventricular (rv) lead exhibited high voltage during the shock lead charge. The pacemaker with this rv lead exhibited multiple high voltage faults repeatedly with low out of range impedances. Technical services (ts) recommended system replacement. Therapy was turned off for this device and an external defibrillator was given to the patient. This rv lead and pacemaker remain in service. No adverse patient effects were reported.